Event description:
Additional information stated the patient had received assistance from their doctor or manufacturer representative in 2014 (B)(6) and their concerns were resolved.

Event description:
It was reported that the patient programmer was not communicating with the implantable neurostimulator (ins). It was noted that the batteries were replaced and communication was attempted with and without the antenna, but ultimately the patient was to call patient services to get a replacement. There were no reported patient symptoms or complications associated with the event. Additional information received that same day reported that the patient noticed that he didn't feel stimulation one or two days before report. It was noted that the patient was able to increase or decrease stimulation, but couldn't feel it. It was noted that there was no known accident or incident related to the event. Additional information received that same day reported that the patient programmer would show that it was half full at times and then at a later time it would show full. The patient reportedly changed the batteries with something other than the duracell batteries that were there initially. It was noted that the patient was unable to adjust stimulation with the programmer, but later it was clarified that the patient could adjust but couldn't feel stimulation but then it was noted that the patient could feel intermittent stimulation. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).